Event description:
Guidewire was used to place another MFR's coronary stent in an lad lesion. It was used to guide a balloon catheter to an rca lesion for dilitation. Upon removal of this device, the distal end uncoiled and the tip of the guidewire broke off in the distal rca.